Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the customers understanding differed from the instructions for use in regard to device handling and device reprocessing. The endoscopy support specialist completed an in-service for the customer. However, a final root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: "gif/cf/pcf-190 series reprocessing manual 5.2 preparing the equipment for reprocessing". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer later demonstrated proficiency in and an understanding of the proper way to perform pre-cleaning of the device in accordance with the instructions for use. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During an in-service appoint with the customer, an olympus representative became made aware that the customer was not using the air/water channel cleansing adapter during the pre-cleaning of the evis exera iii gastrointestinal videoscope device as specified in the device instructions for use (IFU). The representative reviewed all steps for pre-cleaning the device, including how to use the air/water channel cleaning adapter, and emphasized the importance of using it every time. There were no reports of patient or user harm associated with this event.